Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, indicative of a low voltage battery. A technical service (ts) confirmed code 1003, and provided recommendations in the near further for a device replacement. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, indicative of a low voltage battery. A technical service (ts) confirmed code 1003 and provided recommendations in the near further for a device replacement. No adverse patient effects were reported. New information was received indicating that this implantable cardioverter defibrillator (ICD) device was surgically explanted, and a new device implanted. Besides surgical invention, no adverse patient effects were reported. The explanted device has been returned, and product investigation is in progress.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).